Manufacturer narrative:
(B)(4). The device was not returned to baxter; therefore, no evaluation could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 36" micro volume extension set underinfused when used with an infusion pump. It is unknown whether there was patient involvement, patient injury or medical intervention associated with this event. No additional information is available.